Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified that error ''lowload flavor selected, tube rotor problem'' resulted in the cooling unit not working. Troubleshooting actions found the level of oil coolant was low. The fse added oil coolant to the cooling unit and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred when customer was performing a non-emergency treatment for the patient. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿exposure was not possible¿. Review of the log file showed ¿''lowload flavor selected, tube rotor problem¿ and confirmed that the cooling unit not working, as level of oil coolant was low. Fse added the oil coolant in the cooling unit and the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer sent cooling oil for customer to fill. And the system was returned to use in good working order. The codes were updated based on the investigation outcome.